Manufacturer narrative:
Death date: (B)(6) 2016. Event date: (B)(6) 2016. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10269. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in mid left anterior descending(lad) extending to proximal lad with 80% stenosis and was 50mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of 2.50x28mm promus element ¿ drug-eluting stent overlapped with another 3.0x28mm promus element ¿ drug-eluting stent. Following post-dilation residual stenosis was 0%. Four days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died. Cause of death is unknown.